Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, that might have contributed to the clinical observations. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited undersensing, high pacing thresholds, did not deliver pacing when required and was found to be dislodged. Further, it was noted that the patient suffered from twiddler's syndrome. Additional information received that fluoroscopy was performed which confirmed the lead dislodgement. The rv lead was explanted. No additional adverse patient effects were reported.